Event description:
It was reported that during a coronary artery drug eluting stenting treatmen t procedure the stent dislodged. The physician attempteed to place a 2.5x16mm taxus express2 drug eluting stent in the tortuous, severly calcified, 90% stenosed right coronary artery (rca), but was unable to cross the lesion. When the physician tried pulling to stent out, the stent dislodged in the femoral artery. The physician then removed, the guide wire and stent delivery system. The physician removed the stent from the femoral artery with a snare. Then the physician predilated the lesion with a 2.0x12mm maverick balloon and placed nine taxus express2 stents at the lesion site. The patient received plavix, aspirin and heparin. The patient is reported as fine.